Manufacturer narrative:
G4: 12feb2020, b4: 19feb2020. The manufacturer¿s international service technician provided support to the customer and the reported problem was confirmed. The service technician reported that the customer completed the touchscreen replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported a screen fault. There was no patient involvement.